Event description:
The iab leaked. Blood was noted in the catheter. This was the only info at the time of the report. Event complication; unknown - reported 09/30/1998. Pt's current status: unk - reported 09/30/1998.